Event description:
The customer reported being in the emergency room due to high blood glucose of 600mg/dl. The caller stated that the insulin pump kept alarming no delivery and her blood glucose continued to rise. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer mentioned that she has lost weight over the past year. Advised the caller to use a short cannula rather than a large cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.